Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The moisture was cleaned from the adjustable pressure limiting valve, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was over delivering pressure. There was no report of patient involvement.